Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of procedural haemorrhage ("bleeding during insertion") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage ("green catheter remained stuck to the left insert, half of it remained in the patient"), procedural haemorrhage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion (left tube insert)"), device deployment issue ("gynecologist heard the "click" on release but when he wanted to remove the left device it did not come out/ he had to use force to remove the device because it did not come out, with forceps he managed to remove half of it, no more") and complication of device removal ("when he wanted to remove the left device it did not come out/ he had to use force to remove the device because it did not come out, with forceps he managed to remove half of it, no more"). Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion and complication of device removal had not resolved and the procedural haemorrhage and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, device deployment issue and procedural haemorrhage with essure. The reporter commented: the gynecologist stated that the insert was placed in the right uterine tube with no problem, perfectly, however, during placement of the insert in the left tube, the green catheter remained stuck to the insert. Gynecologist had to pull out the delivery system and a piece of the green catheter remained in place. He tried to remove the piece with forceps and managed to remove half of it, no more. The instructions for use were respected, there were no deviations. The damaged part was not retrieved. The patient has not returned as of day of reporting. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: (B)(4), lot number e25517 (production date sep 23, 2015, expiration date sep 28, 2018). (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a catheter breaking and a detachment difficulty event are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6) 2017: no further information (outcome) could be obtained from reporter company causality comment: this spontaneous medically-confirmed report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and, during the placement procedure of the left insert, experienced green catheter remained stuck to the left insert, half of it remained in the patient (interpreted as device breakage and removal incomplete) and bleeding during insertion (procedural bleeding). Procedural bleeding and device breakage are anticipated in the reference safety information of essure. Procedural complications and device issues may occur during the insertion of essure. In this particular case, a deployment issue was reported in the first place, i.e., the left device did not come out when the gynecologist tried to release the insert. Hence, given the nature and sequence of the events, and due to their association with the insertion procedure, a causality of essure cannot be excluded (related). This case was classified as other reportable incident, as health deterioration may have occurred under less fortunate circumstances. A product technical analysis based on a batch analysis resulted in unconfirmed quality defect.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Lot number e25517 (production date 23-sep-2015, expiration date 28-sep-2018). Ha number: (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a catheter breaking and a detachment difficulty event are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this case refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, green-colored pieces of plastic would have remained around the insert in the patient (interpreted as device breakage), and she had bleeding during insertion (procedural bleeding). These events are anticipated in the reference safety information for essure. In the present case, during insertion the gynecologist heard the "click" on release but when he wanted to remove the device it did not come out, he had to force to remove the device and the patient experienced bleeding. He mentioned that green-colored pieces of plastic would have remained around the insert in the patient. Given the nature of the reported events, and since they occurred in association with the essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of procedural haemorrhage ("bleeding during insertion") in a 44-year-old female patient who had essure (batch no. E25517) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "gynecologist heard the ¿click¿ on release but when he wanted to remove the left device it did not come out/ he had to use force to remove the device because it did not come out, with forceps he managed to remove half of it, no more" on (B)(6)2017. On (B)(6)2017, the patient had essure inserted. On the same day, the patient experienced device breakage ("green catheter remained stuck to the left insert, half of it remained in the patient"), procedural haemorrhage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion (left tube insert)") and complication of device removal ("when he wanted to remove the left device it did not come out/ he had to use force to remove the device because it did not come out, with forceps he managed to remove half of it, no more"). Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion and complication of device removal had not resolved and the procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage and procedural haemorrhage with essure. The reporter commented: the gynecologist stated that the insert was placed in the right uterine tube with no problem, perfectly, however, during placement of the insert in the left tube, the green catheter remained stuck to the insert. Gynecologist had to pull out the delivery system and a piece of the green catheter remained in place. He tried to remove the piece with forceps and managed to remove half of it, no more. The instructions for use were respected, there were no deviations. The damaged part was not retrieved. The patient has not returned as of day of reporting. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of procedural haemorrhage ("bleeding during insertion") in a (B)(6) female patient who received essure (batch no. (B)(4)). The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient started essure. On the same day, the patient experienced device breakage ("green-colored pieces of plastic would have remained around the insert in the patient"), procedural haemorrhage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion") and device deployment issue ("gynecologist heard the "click" on release but when he wanted to remove the device it did not come out/ he had to force to remove the device because it did not come out "). At the time of the report, the device breakage, procedural haemorrhage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for device breakage, procedural haemorrhage, complication of device insertion and device deployment issue with essure. Company causality comment: this case refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, green-colored pieces of plastic would have remained around the insert in the patient (interpreted as device breakage), and she had bleeding during insertion (procedural bleeding). These events are anticipated in the reference safety information for essure. In the present case, during insertion the gynecologist heard the "click" on release but when he wanted to remove the device it did not come out, he had to force to remove the device and the patient experienced bleeding. He mentioned that green-colored pieces of plastic would have remained around the insert in the patient. Given the nature of the reported events, and since they occurred in association with the essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
The reporter commented: the gynecologist stated that the insert was placed in the right uterine tube with no problem, perfectly, however, during placement of the insert in the left tube, the green catheter remained stuck to the insert. Gynecologist had to pull out the delivery system and a piece of the green catheter remained in place. He tried to remove the piece with forceps and managed to remove half of it, no more. The instructions for use were respected, there were no deviations. The damaged part was not retrieved. The patient has not returned as of day of reporting. Most recent follow-up information incorporated above includes: on 10-mar-2017: device breakage questionnaire returned from physician (see reporter's causality comment). Company causality comment: this spontaneous medically-confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, during the placement procedure of the left insert, experienced green catheter remained stuck to the left insert, half of it remained in the patient (interpreted as device breakage and removal incomplete) and bleeding during insertion (procedural bleeding). Procedural bleeding and device breakage are anticipated in the reference safety information of essure. Procedural bleeding is serious due to medical significance, device breakage is per se non-serious. Procedural complications and device issues may occur during the insertion of essure. In this particular case, a deployment issue was reported in the first place, i.e., the left device did not come out when the gynecologist tried to release the insert. Hence, given the nature and sequence of the events, and due to their association with the insertion procedure, a causality of essure cannot be excluded (related). This case was classified as other reportable incident, as health deterioration may have occurred under less fortunate circumstances. A product technical analysis based on a batch analysis resulted in unconfirmed quality defect. Outcome information is expected.